Event description:
A caller reported experiencing a cartridge alarm 20 during both the load process and at other times with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated the caller on waiting for prompts during the load process and arranged for a replacement pump as the existing pump was under warranty. The caller was instructed to use a backup insulin pump, make necessary settings in the replacement pump, connect their cgm, and return the problematic pump within 10 days using a provided return box to avoid charges.